Event description:
Boston scientific received information that the physician called to report that the patient passed away two days following the implant procedure. The physician inquired about stored episodes, but made no direct allegations against the device performance.

Manufacturer narrative:
The local field representative was contacted for additional information. Should additional information become available, this report will be updated.